Manufacturer narrative:
Lot review: lot# 3255850 showed (B)(4) units were manufactured, tested, inspected and released in may 2016 citing no exception documents.

Event description:
Complaint received reporting leakage issues with use of eighteen (18) d1000 tego connectors/unspecified dialysis catheter/blood lines. The report states, leaking primarily, but a small number are introducing air into the blood circuit but is caught by the filter in the dialysis machine. There were adverse patient consequences reported.